Event description:
It was reported that in preparation for a coronary drug-eluting stenting treatment procedure, a shaft fracture was noted. During unpacking it was noticed that the 3.00x8mm taxus liberte drug-eluting stent delivery system shaft was broken. The procedure was completed with another of the same device.

Manufacturer narrative:
Analysis confirmed the reported complaint. Visual examination of the device revealed that the hypotube had broken approximately 67.5cm distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. A review of the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.a root cause cannot be determined.